Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lo number 7208552. Without sample or photo defective, we were not able to confirm or associate the defect to the mfg process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while attempting to retract a bd saf-t-intima IV catheter safety system after insertion, the catheter and needle separated. There was no report of injury or medical interventions.